Manufacturer narrative:
(B)(4): the implantable neurostimulator has ben returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The stimulation stopped suddenly. It was impossible to interrogate the implantable neurostimulator (ins). It was thought that the event may be related to normal battery depletion; however, it was also thought that it may be a device dysfunction because of the abrupt total depletion. The ins parameters were (unipolar: electrodes 2 and 3 negative; amplitude: 2, 1 v; pulse width: 30 micro s; and frequency : 130 htz). The ins was replaced. Additional info has been requested a follow-up report will be sent if additional info becomes available.